Event description:
It was reported that (2) er320 were used during a laparoscopic spine procedure. It was reported by the representative that the instrument did not fire. It is unknown how the case was complete. There was no consequence to pt.